Manufacturer narrative:
Manufacturer's investigation summary: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient outcome could not conclusively be established through this evaluation. Additionally, a direct correlation between the device and the reported bleeding could not be conclusively determined. Low flow events were confirmed through the evaluation of the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files contained low flow events when the estimated flow decreased below a threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. It was reported that the device will not be returned for evaluation. The heartmate ii (hmii) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including bleeding and death. The IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The hmii IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2026. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including bleeding and death. The patient care and management section provides information on anticoagulation, including recommended inr values. ¿pump performance monitoring¿ outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was not considered to be device related. The device operated as expected. The site of bleeding was vaginal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced excessive bleeding for 3 days prior to paging vad coordinator for dizziness. The patient was brought to the emergency department and presented with altered level of consciousness (aloc). The patient coded and the head computerized tomography (CT) revealed cerebral swelling. The log file captured low flow events on (B)(6) 2020. The patient expired on (B)(6) 2020. No further information was provided.